Event description:
Healthcare professional reported right side double capsule and capsular contracture (baker grade IV). Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: creases fold, deformation device, yellow particles in the shell and weight to the spec. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side double capsule and capsular contracture (baker grade IV). Device has been explanted.